Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) discussed this as an abrupt change. High capture thresholds and low amplitude were also observed. The patient was further evaluated, isometrics and pocket manipulation were performed, and noise was reproducible on the shock channel. No adverse patient effects were reported. At this time, this lead remains in service.